Manufacturer narrative:
This report is submitted on march 8, 2021.

Event description:
Per the clinic, the patient experienced inflammation at the implant site, and was treated with oral and topical antibiotics on (B)(6) 2020. On (B)(6) 2020, the patient experienced a loss of osseointegration, resulting in fixture loss.